Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Cuts were noted, through the lead body insulation at 24 and 30 cm, from the terminal pin at explant. Fresh body fluid/blood were observed in the lead. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated, upon analysis completion.

Event description:
Boston scientific received information that during a routine follow up, the pacing threshold on this right ventricular (rv) lead was 3.5 volts (v)a t 1.0 milliseconds (ms). Five days later, the patient presented with a brady rate of 48. Threshold at this point, was 5.0 v at 1.0 ms. A loss of capture reportedly occurred at the patient's home, with no asystole. The rv lead was attempted to be repositioned, which yielded poor thresholds. The lead was ultimately removed and access could not be gained to replace the lead. The rv port was plugged and the pocket was closed. The device was programmed not to sense or pace in the rv and left ventricular (lv) chambers and for no therapy to be delivered. Another manufacturer's lead was later implanted, through the right side. The device was then reprogrammed back on, after the implant. No additional adverse patient effects were reported.